Event description:
During crt treatment, it was witnessed an approx 6-8 inch clot travel through the cartridge/equipment and no alarms went off and or paused the machine. The machine was stopped and the clot was manually pulled out without reaching the pt.